Manufacturer narrative:
Device was received; evaluation anticipated, but not begun. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Manufacturer evaluation was conducted. The report indicates received condition, the nail was received with the oblique hole damaged and the outside diameter damaged adjacent to the oblique hole. Verified material tialb with niton 06, passed. The complaint disposition is invalid. (B)(4)

Event description:
It was reported that during a trochanteric nail fixation surgery on (B)(6) 2013, the surgeon inserted a 125 degree nail however the nail did not align with the aiming arm. The surgeon realized that a 130 degree nail was needed to complete the surgery. The surgeon removed the 125 degree nail and replaced it with a 130 degree nail without difficulty. The surgery was successfully completed with an approximate 15 minute delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues. Placeholder.